Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section d4 and h4, the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in unused condition. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be a loose connection. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 60 & arteriotomy locator - 9. The complaint was able to be confirmed for a sheath and locator connection issue. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. An nc and capas have been noted for this issue in the past twelve (12) months.

Event description:
The user facility reported that the angio-seal arteriotomy locator and sheath did not click together.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: ir lead tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.